Event description:
Patient was implanted with im nail for a tibal shaft fracture approximately (B)(6) 2011, eighteen months ago. Patient was returned to the o.r. On (B)(6) 2013, all hardware was removed due to suspected unspecified infection. Patient was treated with antibiotics. No further information was available. This is 1 of 6 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Implanted approximately (B)(6) 2011. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received.